Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. The system operates as intended.

Event description:
The customer reported that poor image quality prevents the system from being used. No pt injury was reported.